Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was found to be low and was adjusted for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.